Event description:
It was reported the ultrasonic surgical instrument tip was damaged and the insulation pad detached, during the initial output of the device in a therapeutic laparoscopic inguinal hernia repair procedure. No parts fell off. There were no reports of patient harm. The procedure was completed by replacing it with a new one of the same product.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.